Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose levels (300-400s mg/dl) over the last 3 days. Elevated blood glucose levels were treated by administering a correction bolus. The customer believes that the issue is related to the settings, as the customer is new to the pump and is still adjusting them.